Event description:
Customer reported via phone call that insulin pump had battery cap damaged. The customer¿s blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.